Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose and diabetic ketoacidosis. Prior to hospitalization the customer experienced nausea and abdominal which caused her to go to the ER. The customer treated via insulin pump therapy. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. The customer declined to check their device settings. A high pressure test could not be performed due to lack of a tubing clamp. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.